Manufacturer narrative:
The original equipment manufacturer¿s investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The asset evis exera ii ultrasound gastro-videoscope was returned to the service center. There was no reported allegation of any malfunction associated with the device. And there was no patient involvement reported. Upon inspection and testing, the scope was the adhesive was found peeled off the forceps cover at the distal end; passed the water leak test and no fluid observed at the distal end. Additionally, the pink colored rubber coating on the probe unit was cut. The asset was repaired to specification and returned to asset stock.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A review of the repair records confirmed that repairs were carried out in july 2021. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the legal manufacturer for evaluation; therefore, the exact cause of the reported malfunctions could not be conclusively determined. The potential cause of the reported adhesive malfunction is due to the following: - age-deterioration since the device was manufactured 7 years ago. - external force such as strong rubbing on the component during normal use including the re-process due to long-term use. As stated on the IFU (instruction for use) and as a preventative measure, the IFU states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.